Manufacturer narrative:
Investigation: 1 sample was returned. Black foreign matter was identified on the sample. The loose black matter was identified inside the needle hub and syringe tip. The black matter was further analyzed and determined to be consistent with hydrocarbon oil which can be found in mechanical lubricants or grease. Grease lubrication is used on the assembly equipment so it is likely that the foreign matter was introduced during manufacturing activities. No quality notification was raised in the past 12 months on a similar nonconformance in DHR review.

Event description:
It was reported that black foreign matter was found on top of the syringe 1ml ls 25ga 5/8in w/orange hub during use. As reported by the customer, "complaint from private clinic. The user complained that uncertain black substances were found on the top of the syringe."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on top of the syringe 1ml ls 25ga 5/8in w/orange hub during use. As reported by the customer, "complaint from private clinic. The user complained that uncertain black substances were found on the top of the syringe."